Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that there was a few times where the father corrected with the pump. The customer was advised about 50 point difference with sensor glucose versus blood glucose. The customer spoke about troubleshooting for high readings and changing out the infusion set with any consecutive reading over 250 mg/dl where a correction is not taking into effect.